Event description:
It was reported that the device would power off by itself immediately after the device is powered on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluation the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.